Event description:
Medwatch # 1001 was received on 10/17/96 stating "laproscopic cholecystectomy clip applied to artery. Clip came off artery. Case was converted to an open procedure and the artery ligated. This extended recovery time and hospitilization of pt." 9/9/96 dr. E. Performing a laparoscopic cholecystectomy. He was using an er320. After placing 3 clips along cystic artery, vessel was divided. At this point in time, all appeared to be normal. Cystic duct was handled in a similar fashion. While removing gallbladder from bed, a significant amount of bleeding was encountered which required conversion to an open procedure. At this time it was noted clips were no longer on cystic artery and recovery of clips showed that they were not secure. These clips were disposed as was instrument. 9/9/96, there was no vidio therefore, we have no material to examine,

Manufacturer narrative:
A4;b,6,7;d10: info inavailable: 9/9/96 1400 message and 800# left on answering machine for rish mgmt. Bah 9/9/96 1505 and said she was aware of event and would submit a medwatch to ees and FDA. Tkb 10/17/96 pt ID # 173282, dob 4/29/57, female, kjb